Event description:
It was reported that while using the bd vacutainer® ultratouch¿ push button blood collection set, the blood leaked out during a blood collection. No patient impact or injury reported.

Manufacturer narrative:
Medical device type: fpa, jka d2a: common device name: blood specimen collection device; intravascular administration set h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® ultratouch¿ push button blood collection set, the blood leaked out during a blood collection. No patient impact or injury reported.

Manufacturer narrative:
Leakage was removed from 9617032-2024-00150. H.6 investigation summary material #: 367392. Lot/batch #: 3123394. Bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for cracked luer adapter was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of cracked luer adapter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cracked luer adapter. Bd was not able to identify a root cause for the indicated failure mode.